Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 6 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that pump stoppages occurred. The patient was asymptomatic. A log file reviewed by the technical service representative confirmed pump stoppage events. On (B)(6) 2018, the technical service representative performed a percutaneous lead (driveline) replacement. Pump stoppages occurred after the replacement. The patient was discharged home with an ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
Although the reported low speed and pump stoppage events were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through evaluation of the returned portion of the driveline. Technical services personnel arrived onsite on 02apr2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 13.5 inches. Visual inspection revealed no damage to the outer silicone jacket. No damage to the bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. No breakdown of the metal shielding was observed. Visual inspection of the wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. However, the driveline was not entirely returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.